Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement open spine clamp driver shipped to site 12/29/2016. On 01/19/2017 a medtronic representative, following-up at the site, reported a second spine clamp was used to continue the procedure. The reported spine clamp was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative received qa report from a site that, while in a spine procedure, their open spine clamp driver was stripped. No further details regarding the damage, or how it occurred, were provided. Replacement requested. The surgeon opted to continue using a second open spine clamp driver, and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.